Manufacturer narrative:
Device evaluation: a visual and a tactile inspection was carried out on the device: traces of dry blood were found on the device. The inspection did not report any abnormality on the device. The device was flushed and a 0.018¿ guide wire was successfully advanced from the tip to the hub of the device. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test didn't pass, since bubbles emerged in the water column. Afterwards, the balloon was inflated in order to detect the leak. A pinhole was found on the balloon at 1 cm from the distal end of the balloon. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an attempt to treat a moderately calcified, slightly tortuous fibrous lesion in the left sfa using pacific xtreme balloon catheter, it was reported that the balloon burst at 4 atm during balloon inflation. The device passed through a previously deployed stent. Procedure was completed using atherectomy via "pheonix" followed by 5 mm a non-medtronic balloon. A non-medtronic balloon burst in the same attempt prior to this failure. All fragments of the balloon were retrieved. There was no injury to patient or clinical sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.